Event description:
User facility medwatch report #4500330000-2000-0007 reports pt admitted with vomiting; irritability; and lethargy. The pt has a history of congenital hydrocephalus in which a ventriculoperitoneal shunt was placed soon after birth at another facility. A computerized tomography scan of the head was performed this admission and revealed a definite progression of the size of the ventricles and a disconnected shunt tube which was floating in the ventricle. The pt's symptoms worsened with hypertension and bradycardia and the pt. Was taken to surgery emergently. The rickham reservoir was found to have a rickham base with a sheared off connector tip. This clearly had broken off and was with the catheter in the ventricle. These were removed and a new catheter and base were placed and connected to the rickham cap. The pt's condition improved and was discharged. Note: the identity of the device is uncertain at this time. The user facility appears to have returned only a portion of the device. Device will be positively identified during eval.